Event description:
It was reported that a lens was explanted recently due to poor near vision & unbearable dysphotopsia. The lens was implanted in 2018. No additional information was provided.

Manufacturer narrative:
Age, weight and ethnicity: per EU regulation 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available; therefore the information is not provided. Date of event: the exact date is unknown, the best estimate is after the lens was implanted in 2018. Serial number: unknown, information not provided. A complete catalog number is unknown as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. Implant date: the exact implant date is unknown, the best estimate is 2018. Explant date: unknown/ not provided. Initial reporter's establishment name: unknown/ not provided (B)(6). The intraocular lens (iol) has not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.